Event description:
The hospital reported that a mother coded during a c-section case. The mother is reportedly on life support, and shows no sign of improvement. The baby was reportedly delivered, doing well, and has been released. There is no allegation of equipment malfunction. The equipment was not removed from service. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.